Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period aug 2019 through jul 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
Testing of actual/suspected device: . A getinge field service engineer (fse) was dispatched to evaluate this unit, upon arrival on (B)(6) 2021 the fse found in event log "drive atm calibration. The fse attempted to recalibrate drive transducer and was unable to calibrate successfully the drive transducer.. To resolved the issue, the fse replaced the drive transducer but the issue persisted. Then, the fse replaced the front end board and recalibrated the drive transducer. Subsequently, the unit was tested by operating balloon pump on trainer and was unable to reproduce the issue. Complete repair with full calibration, functional testing and safety check to factory specifications. The iabp passed all functional and safety tests per factory specifications, finally, the unit was returned to the customer and cleared for clinical use on (B)(6) 2021. Upon completion of our investigation, a supplemental report will be submitted. The name of the initial reporter has been abbreviated due to field character limit; the full name should read: (B)(6).

Event description:
It was reported that while turning on the unit, prior to use, the cardiosave intra-aortic balloon pump (iabp) experienced a critical error. Customer used an alternative pump. There was no patient involvement, and no adverse event reported.